Manufacturer narrative:
Additional manufacturer narrative: there is minimal information available regarding this event. The root cause cannot be determined at this time. Requests for additional information are currently in progress. If any new information becomes available, a supplemental report will be submitted accordingly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic valve was explanted after an implant duration of three (3) months for unknown reasons. The patient was (B)(6) at the time of implant. Another edwards valve, two sizes smaller, was implanted in replacement. No other information was provided.